Manufacturer narrative:
Pump performed as designed.

Event description:
Information received indicates the pump continued to run after the dose was done. Adult male on a pm feed using inf1200 on iso source 1.5 at a rate 65ml/hr dose infinity. Usually feeds 1 can every 4 hours. Feeding begins around 11pm and ends at 3am when pump alarms finished. This time, the patient didn't wake up because pump didn't alarm and continued to run. Patient complained of gas after but no patient impact. Bag set is not retained.